Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the laser spot was not focused. Additional information has been requested but not received to date.

Manufacturer narrative:
The system was examined and the reported event was replicated. The company representative cleaned and aligned the mirrors to refocus the laser to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 28, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause of reported laser focusing issue can be attributed to an accumulation of debris and misalignment of the mirrors over time. The manufacturer internal reference number is: (B)(4).